Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self-test and displacement test. Successfully downloaded the trace and history files using thump. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith) due to moisture damage to pcb1 and pcb2 board. No alarms or alerts noted during testing or in the history download files near the event date. Pump was cut open to perform visual inspection and found moisture damage¿to motor assemblies, pcb1 board and pcb 2 board during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay peeling, cracked case at the battery tube, stained and peeling serial number label, corroded battery tube, corroded motor home switch. The abnormal power management graph confirmed the unexpected battery power loss was triggered due to moisture damage on pcb1 and pcb2 boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump had a power loss error. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1884.the current battery has been in the pump for at least 1 hour. The customer received another alarm after replacing the battery. The customer was able to successfully clear the alarm and did not receive a request to rewind the pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.